Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery that is 90% stenosed. The patient was presented with severe angina and the vessel was pre-dilated with a 2.5x12mm semi compliant balloon. A 2.75x48mm xience xpedition was deployed at 16 atmospheres and fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with another xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.